Event description:
The customer's parent reported via phone call that the customer had been experiencing high blood glucose levels for four days leading up to the call. Blood glucose level at the time of the incident was 450 mg/dl. The customer was advised that the insulin pump would be replaced but will not return the device for analysis.

Manufacturer narrative:
The insulin pump was received with slightly loose/tilted drive support disk. The insulin pump passed displacement test, rewind, basic occlusion test, prime test, excessive no delivery test and occlusion test. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.